Event description:
The customer complained that the hbsag result and the confirmatory test result were positive for a pt, but the pcr result was negative. The pt was tested for hbsag, ahbs, ahbe, hbeag, ahbc, ahbcigm, hcv and combi in two separate drawings drawn done two times in 2009. The hbsag was positive in both drawings with results of 29.33 and 21.07 coi respectively. All other parameters were negative. The confirmatory tests gave the following results: sample from 2009 in 1:6-dilution: 0.612 and 5.81 coi; sample from two days later in 1:20-dilution: 0.656 coi and 1.59 coi. During the investigation, one of the samples was measured on a bayer centaur hbsag which also gave a positive result. With these results, there is evidence the baby is an hbsag carrier. A negative pcr is clinically possible. The pt was a premature birth and received a blood transfusion. The reason why the pt received the blood is not clear. No info was provided to determine there were any adverse effects. If additional info is received, appropriate notification will be provided.